Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Error code 45520 appeared at startup, the main board was inoperable so it was replaced for the repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical cadd solis vip pump alarmed 45520 during testing. There is no report of patient harm at this time.